Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift issue occurred. After mapping, and starting to burn on the left vein, the map shifted. No errors were displayed on the carto 3 system. The reporter stated that they didn't cardiovert and that the patient didn't move. The caller also stated that there were no "weird" metal values and respiration was excluded. They remapped and the procedure continued successfully. There were no errors. The map shift was discovered when the catheter location, force vector, and physician feel didn¿t match up with the map. We promptly remapped and when the maps were overlaid it reveals a shift. The issue was seen during ablating (~10 min in). Very rough approximation (using the overlaid maps and visitag size as reference) is anywhere from 2-8mm.

Manufacturer narrative:
After mapping, and starting to burn on the left vein, the map shifted. No errors were displayed on the carto 3 system. The reporter stated that they didn't cardiovert and that the patient didn't move. The caller also stated that there were no "weird" metal values and respiration was excluded. They remapped and the procedure continued successfully. There were no errors. The map shift was discovered when the catheter location, force vector, and physician feel didn¿t match up with the map. We promptly remapped and when the maps were overlaid it reveals a shift. The issue was seen during ablating (~10 min in). Device evaluation details: the biosense webster inc. (Bwi) field service engineer (fse) confirmed with the bwi representative that the reported issue has not recurred since. The reported issue was investigated by the device manufacturer as the related case data was provided to them for investigation. It was found that the reported map shift was a result of mapping under variable metal conditions which result in non-consistent mapped anatomy. However, no warning was issued to the user as the metal level was below warning threshold. This is a known software issue, and an internal corrective action has been opened to investigate these issues as they relate to map shifts. The history of customer complaints reported during the last year associated with carto 3 system, serial # 11464 was reviewed. There are no additional complaints is similar to reported issue. A manufacturing record evaluation was performed for the carto 3 system, serial # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)